Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported post implant of a realize band, the band tubing came off the port, this was determined during the third fill. No fluid was able to be withdrawn and the patient had no restriction. The locking connector was still attached and locked onto the port. A new port was placed, secured to tubing and secured to the fascia using the port applier. The band was tested and no leaks were found. There was no patient consequence.